Manufacturer narrative:
Device eval: one smiths medical cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was damaged, the lens was damaged and the downstream occlusion seal was bubbled. Review of the event history log showed the pump displayed the following events: 12/12/2018 8:47:35 am high alarm displayed: cassette damaged. 12/12/2018 8:50:04 am high alarm displayed: cassette not attached properly. 12/12/2018 8:52:57 am high alarm displayed: downstream occlusion. Functional testing involved sensor tests and showed the downstream occlusion sensor was contaminated. The cause of the issue was unable to be determined. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that downstream occlusion was noted on a smiths medical cadd solis vip pump. No patient was involved in this event and no adverse effects were reported.